Manufacturer narrative:
The architect c8000 analyzer list 01g06-11 sn (B)(4) was removed as a likely cause. Only calcium reagents ln 03l79-31 lot 61157un18 remains the suspect medical device. Manufacturer report number 1628664-2019-00630 was submitted and will contain any follow up information for this event.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated calcium result on the architect c8000 analyzer. The following data was provided: initial 3.87, repeat 3.03, 2.51 mmol/l. There was no impact to patient management reported.